Event description:
Report rec'd from foreign reporter "after 4 months of service life, the device was returned for analysis because of overdose. Drug used: i.t. Morphine." Follow up with reporter revealed pt was implanted in 2001 - initial pump fill of 20 ml mso4 at 0.5% to obtain an infusion or 2.5 mg/24 hours. 10 days post implant pt starts to experience increase of pain. Ten days later, hcp elects to change dose and on emptying pump found 0.5ml residual. Increased dose to 5 mg/24 hours for refill of the pump. Pt presented the following day with side effects so pump was emptied of 17 ml. Dose reduced to 3.75mg/hour, the next day pt experienced reduction of consciousness and respiratory arrest. Admitted to hosp for treatment. Pump explanted and returned for analysis. Outcome for pt was not reported.